Event description:
It was reported that the patient developed some worsening tricuspid regurgitation, and the rv (right ventricular) lead was felt to be contributory. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: 03 jul 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.